Event description:
Customer called to report that they were hospitalized for high blood glucose levels. Customer's blood glucose levels ranged from 279 to 588 mg/dl. Customer was wearing the pump at the time of emergency room visit. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Troubleshooting was done. Customer stated that she will monitor the issue and call if there are any further issues. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.